Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Because the aneurysm was so big, the limbs entered straight down the terminal aorta, heading deep into the pelvis. There appears to be a kinked looking area in both the ipsilateral limb of the main body but more so in the left/contralateral limb; the kinking is right at the origin of the common iliacs. The kinking is clearly because of the excessive angulation/turning at this point. The patient had been on coumadin. An intervention was performed, whereby the physician placed an aneurx limb into the left limb to provide a larger lumen. No clinical sequelae were reported, and the patient is fine. (B)(6) films were reviewed. The six month angiograms reviewed demonstrated a probable kink in the left iliac limb, and thrombus was also seen within the left internal iliac. There was noticeable slow outflow. There were no films provided for the intervention 10 months post stent graft implantation.

Manufacturer narrative:
Evaluation, method: films. Evaluation, results: patient's condition affected effectiveness of device (anatomy related, vessel morphology). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (anatomy related, vessel morphology).